Event description:
It was reported that during a trial implant procedure on (B)(6) 2022, one of the lead was broken off and remained inside the epidural space. The procedure was eventually completed with two new leads.

Manufacturer narrative:
The complaint was confirmed of trial lead contact remains in situ. As received visual inspection found first electrode missing on the stim end. Per 56-0258, no product analysis checklist form was initiated because the complaint can be evaluated through complaint confirmation testing."